Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone he had a high blood glucose level on feb 10 2018 was 200mg/dl. Customer stated her high blood glucose level started april 9 2018, stated they were ranging between 350-400mg/dl. Troubleshooting was completed for high blood glucose level . The insulin pump will not returned for analysis.